Event description:
It was reported that during the procedure to treat a non-calcified lesion in the right coronary artery, when advancing a 2.5x18 rx xience prime stent delivery system (sds) inside of a non-abbott guiding catheter, resistance was felt. The sds was subsequently withdrawn with resistance also felt between the sds and guiding catheter, and a stent strut was noted to be flared. Another rx xience prime sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.